Manufacturer narrative:
(B)(4): this event concerns a device that was mfg and used outside the us. Since the device remains implanted, the programmer files were reviewed.

Event description:
During the routine f/u of the device involved in this report, the physician observed that av delay values have been reprogrammed automatically part to previous f/u.